Manufacturer narrative:
Pending return of device for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a patient's pump that was not communicating with the clinician programmer. There were no volume discrepancies alleged and no patient symptoms alleged either. The physician was able to access the pump and refill the pump, but cannot change any of the programming parameters. Director of clinical engineering attempted several times with different programmers to communicate with the pump, but was unsuccessful. The pump was later explanted and replaced.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the exterior of the pump did not show any anomalies. An attempt to inquire the pump failed. No tone was heard during the inquiry. An attempt to read the pump memory with the programmer terminal tool failed as well. The pump was decontaminated a second time and the suture ring and cap were removed. The top cover was machined off to inspect the interior components. No visual anomalies were observed with the interior components. A testing of the battery's voltage confirmed it had a 2.895 v. This is enough voltage to power and run the module, ruling the battery out as the cause for the issue. Testing of the telemetry coil showed 16.68 m ohm resistance. This measurement is within the specification. Engineering believes that the issue is with the module, but the root cause could not be identified. Internal complaint number: (B)(4).